Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was in the 400 mg/dl at the time of the incident and was treated with a bolus. The customer¿s other blood glucose was 250 mg/dl. The customer kept getting an insulin pump error alarm twice. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.